Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted. The same patient and event as (B)(4).

Event description:
It was reported that patient experienced ventricular tachycardia (vt) possibly due to a leak of dopamine during an infusion with an access set. The set was being used with an unknown IV (intravenous) pump to infuse dopamine and milrinone to the patient through different ports of the same line. At an unspecified time during the infusion, it was reported that a patient's blood pressure (bp) dropped to 50/30. There was no indication of any problem until the bp dropped. The patient was reported to be feeling "wavy." Dopamine was titrated up from 3mcg/kg/min to 5mcg/kg/min, then to 7mcg/kg/min, then to 9mcg/kg/min, and finally to 10mcg/kg/min. It was then noted that both the milrinone and the dopamine medications were leaking from the set from unspecified locations. The customer then changed the running location of the milrinone running location. It appeared as if the patient was not receiving the medication for a few hours as the infusion was only running at 4.2 ml/hr. The dopamine running location was also changed and again appeared as if the patient was not receiving all of the dopamine dispensed. The patient's blood pressure continued to be low for one (1) hour. Due to the leak, it was believed that the medication was not reaching the patient. The set was replaced and the medication resumed. After the medication resumed the patient's blood pressure returned to normal, but the dopamine dose had to be decreased back down to 3mcg/kg/min as the patient began experiencing ventricular tachycardia (vt) and had multiple runs of vt, possibly as a result of the increase in dopamine; elevated heart rate and heart arrhythmias are potential side effects of both medications. The patient received 2gm of magnesium sulfate to treat the vt, a 250 ml bolus of fluid to treat the bp and an increase in dopamine (the patient almost received albumin) as a result of the patient not receiving the medication being dispensed by the IV pump. The patient's outcome was not reported. No additional information is available at this time. This is report 2 of 2 regarding the leak.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.